Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were no unexplained pump reboot events observed in the pump's black box data. The returned battery cap was damaged with a missing spring. The pump could not be powered on due to the battery cap. With a test cap, the pump was exercised for 24 hours with no issues. The battery compartment as found to be cracked below the bumper pad. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.